Event description:
A customer's mother reported a needle from freestyle navigator sdu snapped off and was in the skin with the sensor that she noticed after removing the transmitter on (B)(6) 2011. This has left a small red mark on the insertion site. The caller removed the lance and cleaned the site. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.